Event description:
It was reported to medtronic minimed that the customer experienced air bubbles anomaly, leaks. The customer reported blood glucose value of 230 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was performed. Customer reported high bgs. Customer reported air bubbles and leaks were identified. Customer reported a reservoir leak. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7040a. Mmt-332a was requested and customer response was the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel). Plunger not returned performed pre-fill test (appendix c) using a new lab plunger; found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: the reservoir went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Reservoir passed per visual inspection no physical or cosmetic damage. Evaluated 1 open/used reservoir (no clear liquid inside barrel). Transfer guard not returned performed pre-fill test (appendix c) using a new lab transfer guard; found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: the reservoir went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Reservoir passed per visual inspection no physical or cosmetic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.